Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the tip of the catheter separated while manipulating prior to use. The device was not used on the patient.

Manufacturer narrative:
One device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to rough handling during the manufacturing process. The device history record was reviewed and no exceptions documents were found.